Manufacturer narrative:
Pump passed displacement test and self test. Pump error 4 and pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. No black display noted during testing. Unit was received with cracked select button keypad overlay, stained keypad overlay, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hardware low level failure error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for hardware low level failure error alarm was performed. Customer advised the display screen was black. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.